Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the infusion set was in use for three days prior to removal. The home care patient reported that upon removal of the infusion set, the patient noticed that their skin appeared to be slightly pink at the infusion site and their blood glucose levels were elevated to 275 mg/dl. The home care patient reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No permanent adverse effects to patient reported.